Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned articular surface found that the condylar surfaces as well as the anterior surface of the post were gouged in at least two spots. Also, the inferior polyethylene surface that comes in contact with the tibial tray was scratched, gouged and compressed in several places. Dimensional inspection found that the height and width of the articular surface were manufactured to specifications. Visual inspection of the screw found that the lower circumference of the head and the shaft of the lcck screw were scratched/scuffed. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the lcck articular surface component. X-ray images confirmed the disassociation of the screw and dislodging of the articular surface. Also, the components appear to have been assembled in their proper relative position during both the initial and revision surgeries per the post-surgical x-ray images. Per the package insert, dislocation and/or joint instability are potential adverse effects associated with this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to dislodged articular surface screw.